Event description:
Pts family notified nurse with concern that heparin had not been dripping. Nurse opened door of IV pump and found tubing not in contact with pump mechanism. A stat ptt was drawn and pt was given a bolus of heparin. All displays on the pump indicated that the pump was running and the "volume to be infused" indicator was counting down at the appropriate rate. No adverse outcome to pt noted.